Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to osseointegration failure within 1 year, around 2 months after implant placement. The patient's x-ray was provided. The bone quality around the area was type iii, and oral hygiene around the implant was moderate. Local infection, bone resorption, and peri-implantitis were observed during the removal surgery. Bone augmentation material was not used in implant placement surgery. The patient has since recovered.